Event description:
Revision surgery due to loose tibial and femoral components about 1 year and 3 months after the first revision surgery. The patient had primary left knee surgery using competitor products and was revised to medacta gmk-revision implants. The surgeon revised the femur, revised tibial tray, and revised the size 4 14mm semiconstrained liner to a 20mm gmk-hinge insert to address the instability. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 01 april 2026. Gmk-revision 02.07.4405l tinbn coated femur revision ps size 5 l lot 2303982 (k210010): (B)(4) items manufactured and released on 02-nov-2023. Expiration date: 2028-oct-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Gmk-revision 02.07.0414scf fixed tibial insert semiconstrained s.4 / 14 mm lot 2308262 (k103170): (B)(4) items manufactured and released on 22-dec-2023. Expiration date: 2028-dec-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.